Event description:
The facility reported a device that shut off while on the pt during an infusion. The facility stated, the device was swapped out for another pump immediately and there was no injury or medical intervention necessary for the pt. The facility also stated they do not know what was being infused at the time of the incident.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all info known by the reporter at this time.